Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed, along with all of the electrical testing. A simulated therapy was performed and completed without any errors. The temperature was verified to be within specifications. During the evaluation, the fluid was transferred above the rite (returned instrument test evaluation) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated and the door piston was cracked. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.